Manufacturer narrative:
(B)(4) = device history could not be reviewed as the serial number was not provided. Results = no product was returned. Conclusion = cause of event cannot be determined. Analysis: no product returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received info through literature review, journal of the (B)(4), 2011 issue, that a study was performed using this transcatheter bioprosthetic pulmonary valve in the tricuspid position. Fifteen pts were involved in the study, and all had previously implanted bioprosthetic valves or conduits that were classified with a mixed pattern of stenosis and regurgitation. The previously placed bioprosthetic valve was a sorin bicarbon 33. It was reported that after implant of this transcatheter valve this pt developed third-degree heart block requiring pacemaker insertion. No further pt effect was reported and the valve remains implanted.